Event description:
It was reported that during a cardiac ablation procedure of the right inferior pulmonary vein, the pv tracker would not advance or retract within the loop catheter. The pv tracker extended out of the tip and a small amount of tissue was observed at the tip of the pv tracker, which also appeared slightly frayed. Additionally, a small amount of tissue was noted at the tip of the loop catheter. A new pv tracker was opened and used with the same loop catheter. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012726949 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Lab test guidewire was inserted into the catheter and retracted several times without any issue. No anomalies were identified concerning compatibility. Dry blood was observed after pushing the guidewire through. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. Microscope/x-ray imaging and testing was performed to verify the integrity of the catheter sub-components and no anomalies were identified. In conclusion the reported issue could not be confirmed through analysis. The loop catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.